Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital requested repair of caster and wheel. There was no further information provided. It is unknown if the parts detached. There was no report of unit tip or fall. No patient involvement reported.